Manufacturer narrative:
Correction: e3 should have been "nurse practitioner" rather than "other healthcare professional"

Event description:
Additional information received that indicated the patient's right atrial (ra) and right ventricular (rv) leads were repositioned on (B)(6) 2021. The patient felt light headed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29225 it was reported that a patient presented in clinic for a follow-up appointment. The patient's right atrial (ra) and right ventricular (rv) leads had no capture. An x-ray was performed and the ra and rv leads were both found to be dislodged. No symptoms reported. No intervention performed. The patient was stable throughout.